Manufacturer narrative:
One used device was returned for evaluation without its original packaging. Visual inspection of the device found no discrepancies. Functional testing involved a leak test and found no discrepancies. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manufacturing process was performed on a similar part and found no discrepancies. Based on the evidence, no fault was found and a root cause was unable to be determined.

Manufacturer narrative:
It was reported that the event occurred in (B)(6) 2017. The exact date is unknown. Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the investigation site.

Event description:
It was reported that the patient removed their portex® siliconised pvc, oral/nasal soft seal® cuff tracheal tube. Their reporter suspected this may have been due to an air leak from the cuff. No injury was reported.